Manufacturer narrative:
Based on the results of the investigation, it is likely that the following led to the malfunction: a probable root cause was traced to component failure. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video scope cover glass, of the insertion section, was cracked. There was no patient involvement.